Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 30 mg/dl. Customer had symptoms such as being unconscious. The customer was treated for the low blood glucose with whole glass of orange juice. Customer's blood glucose level was 85 mg/dl at the time of the call. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.